Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to hospital due to high blood glucose level on (B)(6) 2020. The blood glucose level of customer was 414 mg/dl and treated level with intravenous. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that after breakfast bolus blood glucose level went down to the 70 and 60s mg/dl. Based on customer report customer did not allege the insulin pump was under delivering the insulin. Auto mode feature was active and automatically adjusting insulin at time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with previous report. The information has been provided in this report. (B)(4).

Event description:
Customer stated their blood glucose rose to 1000 mg/dl on (B)(6) 2020. Customer had issue with infusion set not inserting properly prior to hospitalization. Customer stayed in the hospital for a week.